Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 3.9 inr on the coaguchek xs system and 5.7 inr on a comparison lab. Caller states they held the coumadin based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Device 3 of 3. Reference: MFR report: 1627487-2010-01114; 01034.